Event description:
It was reported that within two weeks of implantation, the catheter had withdrawn from the spinal canal. This was noted on the h-reflex bolus interrogation. The pt underwent a catheter revision moving the tip of the catheter from the original position at t-8 to t-5 with add'l anchoring placed at the lumbar anchor. Two weeks post revision, the catheter was suspected to have withdrawn again. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. No symptoms or further outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available. Please see MFR report# 3004209178200805622.

Manufacturer narrative:
Results code = catheter.